Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system geometry movements not available. Upon troubleshooting, fse found that the issue was caused due to a broken mechanical part of the z rotation potmeter. As mentioned as part of the reported problem, filth got underneath the table base, causing this mechanical defect. To resolve the issue fse replaced z rotation potmeter. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system geometry movements not available. Upon troubleshooting, fse found that the issue was caused due to a broken mechanical part of the z rotation potmeter. As mentioned as part of the reported problem, filth got underneath the table base, causing this mechanical defect. To resolve the issue fse replaced z rotation potmeter. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number and the manufacture date have been updated.

Event description:
It was reported to philips that the system geometry movements not available. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the z-rotation potometer. The device was returned to expected functionality.